Manufacturer narrative:
(B) (4): no product was returned for eval. X-rays (unk date) showed pedicle screw construct from l4 to s1 with l5 spanned. The left set screw was loose at s1 (refer to MFR report #1030489-2009-00520). No interbody spacers noted. Revision surgery x-rays showed separated instrumentation at l3-l4 and l5-s1. Spondylolisthesis at l5/s1, a laminectomy at l4 and interbody spacers. The left l4 screw is broken and the shaft remains (refer to MFR report #1030489-2009-00521). The left 3 set screw was backed out.

Event description:
It was reported the pt's initial surgery (l4-s1 fusion with a crosslink) occurred in 2000. The pt had revision surgery around (B) (6) 2008 for an unspecified reason. In (B) (6) 2009, the pt was seen by a surgeon for low back and leg pain. X-rays taken in (B) (6) 2009 showed the old construct in place. The pt had revision surgery in (B) (6) 2009. The revision procedure included a l4-l5 laminectomy and a fusion of l4-s1 with instrumentation and interbody spacers. During a routine follow-up visit in (B) (6) 2009, x-ray films showed the new construct with a disengaged set screw; the break off setscrew backed out of the bone screw. The pt was asymptomatic. Reportedly, the pt is doing well and a revision surgery is not planned.